Event description:
Healthcare professional reported a right side leaking prothesis, breast cancer (not device related), "abnormal axillary lymph nodes imaged," "extensive silicone infiltration of the r axillary lns¿ diagnosed by ultrasound. The reported events of ¿scattered fibroglandular densities¿ and ¿vague increased density in the r breast centrally¿ diagnosed by mammography. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Health effect - impact code: f2201, health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and lymphadenopathy.